Event description:
It is reported by the surgeon, that recently 2 distal misdrillings occurred.

Event description:
It is reported by the surgeon, that recently 2 distal misdrillings occured.

Manufacturer narrative:
Evaluation revealed the target device as primary product. The returned concomitant trochanteric nail showed heavy drill marks at the outside in the area of the distal static part of the oblong drill hole. Appearance of item and inspection records identified the target device returned being of new design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. Functional test revealed no distal contacts of the drill to the drill holes of the returned nail. The function of the target device returned was fully given. Although the returned nail showed that misdrilling occurred intra-operatively a mis-targeting could not be reproduced during performed pre-operative check. The target device returned was documented as faultless prior to distribution and as it had been in use for a longer time (approximately 3 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.